Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. The reported issue was observed and based on trend analysis no further action is required at this time. Samples returned - no physical sample device returned. Photos - two photos of a 0.3ml bd insulin syringe were provided with the notification. The customer reported that when removing the shield the needle with the shield was separated from the barrel. The photos were examined and it was observed that the needle hub and shield assembly was detached from the barrel. No damage to the barrel tip was observed. The investigation concluded: confirmed - bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Manufacturing (holdrege) will be notified of the observed issue. CAPA (B)(4) has been opened to address this issue. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm hub separated from the device. The following information was provided by the initial reporter : the customer reported that when removing the shield, the needle with the shield was separated from the barrel.